Event description:
It was reported that the probe unit remained activated and wouldn't turn off until it was unplugged. Further, a replacement was available with no issues.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe unit remained activated and wouldn't turn off until it was unplugged. Further, a replacement was available with no issues.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode can be considered confirmed. Even though the "continuous activation" condition reported was not confirmed during the operational simulation, the investigation revealed a possible contributor. After physical examination of the unit and simulation performed, no defect and/or manufacturing related condition was observed that could have caused the reported failure. Tissue and fluid residue marks were observed on the outside of the handle as well as on the bottom and all around the outlet of the communication cable and suction tube. No defects were observed on the ultrasonic welding/glue at the handle. Water was injected through the different joints of the probe where it is possible for the water to ingress (inside and outside), including through the ultrasonic welding/glue and no water ingression was observed. The unit was dissected to verify the electrical connections. No abnormal condition was observed in terms of wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. However, saline water residue was observed inside the handle, the button activators, pcb board and wires. The handle is not intended to be submerged in liquid, if so, water can ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle. If there is water presence inside the handle, even though the buttons might not be pressed at the moment, a continuous activation condition may be observed, as the water inside the handle may provide a current path for the unit to activate by itself. According to the user¿s instructions, only the probe¿s tip is intended to be submerged in liquid and it was observed that the handle might be have been submerged in fluid as well, when resting in the pocket drape or fluid¿s back flowing through the suction tube¿s if cut before use. Therefore, based on the returned unit¿s evaluation, the most probable root cause for the reported condition can be identified as user related, as the user deviated from the user¿s instructions causing the fluid to ingress the unit, which consequently caused the failure observed. In sum, the product was returned for investigation and the reported failure mode can be considered confirmed. The failure mode will be monitored for future reoccurrence.